Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. Data from the date of the alleged event was overwritten due to continued patient use. There was no evidence of time/date reset to factory default setting in the available black box data. On investigation, the pump was powered on and exercised for 24 hours without issue. After 24 hours, the battery was removed for six hours. When the battery was reinserted the time/date reset to the factory default setting. Investigation duplicated the complaint. The total daily doses added up to correctly reflect eh user¿s programmed basal rates. The pump passed accuracy testing and was found to be delivering accurately and within range. Unrelated to the complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of nausea, lethargy, and moderate ketones. The patient was treated with insulin shots. It was determined that the pump¿s time and date settings had been set improperly when the pump was powered on following a battery change. The patient had a different basal rate for daytime compared to nighttime, causing them to receive the lower nighttime basal rate during the day. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event as a result of the pump¿s time and date being incorrectly programmed.